Event description:
This ICD was discovered in eri via homemonitoring. Last check in (B)(6) 2018 had the battery at 72 percent. The device remains implanted at this time.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the device data returned for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned device data were evaluated. The evaluation confirmed the eri battery status. However, the documented current consumption was normal. Based on the data available for analysis, the root cause of the described observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage, which may compromise the ability of the device to deliver therapy. Therefore, in order to exclude any potential harm for the patient we would like to recommend to precautionary replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment.

Manufacturer narrative:
We were notified that this device was explanted and replaced on (B)(6) 2018. It has not been returned for analysis yet.